Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the device/sample has been returned and a supplemental report will be submitted. The patient was reported to be turkish. This is the first implant of two, please see manufacturer number 3011649314-2019-00465 ((B)(6)) for the second implant.

Event description:
It was reported that an inclusive tapered implant 4.2 mmd x 10 mml x 3.5mmp had lack of primary stability. The tooth had mobility when the patient visited the clinic; however, there was no pain or site infection reported. The patient was reported to be fine. The implant was placed into tooth # 20 (universal) on (B)(6) 2019 and was explanted on (B)(6) 2019. The implant site has type iii bone quality. The patient has no relevant medical or dental pre-existing condition. There was no abnormality observed with the implant itself.

Manufacturer narrative:
The device was not available for evaluation. A device history record (DHR) review showed no evidence that a product defect or non-conformity contributed to the reported issue. The device met all the criteria called for in the production router. Probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor. IFU 3023579 rev 3.0 (inclusive dental implant system) states: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also states "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." This complaint will be kept on record for track and trending purposes.